Event description:
The customer reports that there was a leak in the device. The incident occurred during the night at the patient's home. The emergencies medical team were called and the tube was removed and replaced.

Manufacturer narrative:
If the sample is returned, a summary of the analysis will be provided in a supplemental report.